Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and placed in position. The clip was well grasped and there was a good mr reduction. The clip was deployed. A second cds was advanced to further reduce mr. The cds was advanced and grasping was easily obtained and the clip was deployed. After the second clip was deployed, it was noted that the first clip detached from the posterior leaflet (single leaflet device attachment/slda). There was no contact between the clips. The physician decided to complete the procedure as the mr was reduced to 2 and the clip was stable on the anterior leaflet. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.